Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is showing signs of end of life. The patient may undergo surgical intervention.

Event description:
Additional information received that the patient lost therapy. A field representative attempted to connect to the patient's ipg but was unsuccessful.